Event description:
It was reported that the healthcare provider (hcp) reported a patient had redness and swelling around the pump shortly after implant or replacement. The hcp was unsure what was causing the event, and wondered whether the patient might be having an allergic reaction to something, or caused by the pump pouch. The hcp reportedly did not think it was due to the pump itself. The patient had a pocket site revision done on (B)(6) 2014, and was awaiting the previous site to heal. The patient was receiving effective pump therapy. The pump system was being used to infuse morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).